Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
School nurse reported via phone call that the buttons were seemed to be stuck and the number went up quickly. The customer¿s blood glucose level was 121 mg/dl at the time of incident. Customer stated that battery cap was stripped. The insulin pump will not be returned for analysis.